Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported when they tried to interrogate the patient's device; it would loose the communication with the implantable neurostimulator (ins). The patient had ins replaced and was not sure if they switched pocket sites. They were not certain the reason for replacement but stated patient had continued to have leaking since she got the therapy. Hcp stated patient is every heavy and the ins does feel deeper. It was indicated they were able to establish the communication eventually but communication was also lost several times when trying to take impedance measurement. No troubleshooting could be performed since they were no longer with the patient. It was also reported that when patient increased stim, she felt nothing until suddenly felt the stim. It was not gradual increase. It appeared when in the session the stim turned off on its own. They can't confirmed this for sure but thought the screen said it was off and then turned back on again. They were able to program patient to a level that was comfortable and patient left the clinic happy. It was indicated patient has been leaking ever since she got the therapy but it has helped some. Patient used to be aware of when she would need to get up at night to void but presently waking up wet.. They were unable to get impedance reading since communication with physician programmer (pp) was interrupted. It was noted that they may meet with patient next week to follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.